Event description:
It was reported by customer that during routine test the cs100 intra-aortic balloon pump (iabp) had frequent automatic inflation failures after connecting the balloon. The safety disk value and the drive valve assembly test data were found to be out of limit. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site phone number): (B)(6). It was reported that during routine testing the cs100 intra aortic balloon pump (iabp) had frequent automatic inflation failures after connecting the balloon. The safety disk value and the drive valve assembly test data were found to be out of limit. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) after powering on the device and connecting the balloon for testing, automatic inflation failed. Testing of the device revealed abnormal data from the drive valve assembly and safety disk, requiring replacement. After replacing the drive valve assembly and safety disk, all functional and safety tests were performed, and all parameters met factory requirements. The fault was repaired and the device can be used clinically.